Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma.

Event description:
Healthcare professional reported lymph node with thickened capsule and large cell diffuse lymphoma, evidenced by biopsy dated (B)(6) 2021. Devices information are unknown. Further information is unknown at this time.